Manufacturer narrative:
The associated oxinium femoral head and reflection acetabular liner were not returned for evaluation. A clinical evaluation noted that no clinical supporting documentation to confirm the reported poly wear was provided. Per the report, ¿the surgeon does not blame the product.¿ the patient¿s unlabeled x-ray was provided and reviewed. However, the x-ray does not contribute to the investigation. Without the clinical information, labs, x-rays or explant a thorough investigation cannot be rendered. Should additional relevant information be provided this complaint will be re-evaluated. Our investigation including a review of the manufacturing records for the listed femoral head with the listed batch did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. After repeated requests, smith and nephew has been unable to obtain device details for the liner of this complaint. Therefore, a review of device history record and complaint history cannot be completed. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reevaluated. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed. The liner and the head were replaced. Primary surgery was performed on (B)(6) 2003.